Event description:
Pt was implanted with a 4.5mm lcp proximal tibia plate, 10 hole, right. At 5 months post implant, pt presented to the surgeon's office complaining it was extremely painful to walk on that leg and plate was noted as broken. Pt was returned to the or for removal of the plate.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be reached. Review of manufacturing records has been requested for this particular lot number.